Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the biliary tract, performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, when the physician attempted to deploy the stent, it was noticed that the stent broke. The broken stent remained in the delivery system and was removed in one piece. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the biliary tract, performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, when the physician attempted to deploy the stent, it was noticed that the stent broke. The broken stent remained in the delivery system and was removed in one piece. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of stent break. Block h10: the returned flexima biliary delivery system was analyzed, and a visual evaluation noted that the guide catheter was kinked/bent; also, it was stretched and broken at the proximal section. The broken section was not returned for analysis. The push catheter was kinked/bent at the distal section. The suture was detached from the delivery system and it was not returned for analysis; also, the suture hole was torn. The stent was not returned for analysis; therefore, it could not be inspected to confirm the alleged issue. No other issues with the device were noted. The reported event was not confirmed. According to product analysis, it is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and integrity. Handling and manipulation of the device during use, user technique when the device is removed from the package and advancing the device through the scope can cause kinks/bends to the catheters. This condition can cause friction between the components at kinked/bent areas in the catheters and continued attempts to release the stent or force retracting the guide catheter to release the stent can result in the guide catheter stretching and breaking. Additionally, the torn suture hole indicates that the suture was properly placed in the device and it was submitted to tension forces. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure. Since the stent was not returned for analysis, the investigation conclusion code for the reported complaint stent break will be documented as no problem detected due to the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.